Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged operative complications experienced by the patient and his subsequent demise. In addition, it is unknown what specific vascular stapling device allegedly misfired. It is unclear if the vascular stapling device was a robotic stapler instrument or a traditional laparoscopic hand-held stapler instrument. The plaintiff's attorney did not provide the specific name of the stapler instrument involved with the operative complication. Also, the following information is unknown: the hospital name where the surgical procedure was performed and the name of the surgeon who performed the surgical procedure. If additional information is received a follow-up MDR will be submitted to the FDA. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the plaintiff's attorney claimed that an unspecified vascular stapling device misfired. As a result, the patient experienced uncontrolled bleeding and subsequently expired.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted left nephroureterectomy procedure on (B)(6) 2015. Isi was not provided with the operative report or any of the patient's medical records. According to the plaintiff's attorney, a surgical assistant attempted to place a vascular clip on the renal artery prior to severing the vessel. For an unspecified reason, the surgical assistant was unable to place the vascular clip. The surgeon then attempted to place a hem-o-lok clip across the renal artery using the da vinci surgical system. Apparently, the patient's renal artery was too large for the hem-o-lok clip. As a result, the surgeon made the decision to use an unspecified vascular stapling device on the renal artery. The plaintiff's attorney indicated that the surgeon was able to properly place the vascular stapler across the renal artery and operated the stapler properly. However, the plaintiff's attorney claimed that the stapler misfired. The stapler instrument severed the renal artery but allegedly failed to fully staple and thus close the artery, causing uncontrolled bleeding. The surgeon used the da vinci surgical system to try and control the bleeding while the surgical procedure was being converted to open surgery. A vascular surgeon was called and was eventually able to repair the bleeding sites. The plaintiff's attorney claimed that the patient had lost too much blood, never recovered, and expired on (B)(6) 2015. No further clinical information was provided.